Event description:
It was reported to boston scientific on (B)(6) 2011 that this lead has migrated in the pocket with insulation discoloration. The lead remains implanted at this time. This was reported by dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).